Manufacturer narrative:
Date received by manufacturer: 07nov2019. Date of report: 19nov2019. The fse (field service agent) confirmed that the touch screen was not functioning properly. The fse replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07oct2019.

Event description:
Touchscreen failure. There was no patient involvement.